Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's drg lead anchor had eroded through the skin. Anchor and associated l1 lead were explanted but not replaced. No infection was noted at erosion site. Patient was reported to be doing well post-operatively. Effective stimulation was achieved with remaining leads.